Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error after taking out and reinstalling the battery. Customer also indicated that before the battery change, he filled the tubing and insulin squirted out and the buttons were not responsive. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.